Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the right atrial lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.